Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while use with the bd veritor ¿ at-home covid-19 test, a false negative result was obtained. Confirmatory pcr testing was performed, and the result was positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer's partner tested and was negative ((B)(6)), took pcr test and was positive ((B)(6) for test, (B)(6) for results). Customer was showing symptoms at the time of the test.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer tested and was negative¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown; ¿took pcr test and was positive¿. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while use with the bd veritor ¿ at-home covid-19 test, a false negative result was obtained. Confirmatory pcr testing was performed, and the result was positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer's partner tested and was negative ((B)(6) 2019), took pcr test and was positive ((B)(6) 2020 for test, (B)(6) 2023 for results). Customer was showing symptoms at the time of the test.